Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent plif at levels l4-l5 with 5.5 screws and non-mdt cage to treat stenosis. Post-op, it was confirmed that the fusion failed. Revision is scheduled to be on (B)(6) 2015 to add bone grafting and to replace screws just in case. Patient complications were reported as unknown. In the revision surgery conducted on (B)(6) 2015, the surgeon removed screws and replaced with solera screws to do fixation for l4/s (1above-1below fixation on left side, segmental screw used at right side). Since the patient had not obtained union, the surgeon kept the non-msdj cage to be remained and inserted bones at the left side. Also, l5 screw was loosened. The surgeon was not certain whether the patient hadn't obtained union was because the patient was infected or because screws got loosened.